Manufacturer narrative:
Manufacturer investigation conclusion: the reported event that the power module port washer was cracked and had fallen out was confirmed by visual inspection. The heartmate power module (serial number: (B)(6)) was returned for analysis to the mechanical circulatory support (mcs) service depot and was evaluated and tested. The reported damage was confirmed, and a new internal I/o cable assembly was fitted to resolve the reported damage to the port washer. The damaged bottom housing was replaced, and reinforcement film added. A new battery and battery clip were fitted. The unit was subjected to functional testing and passed all tests. The unit was returned to the customer. The internal input/output cable and bottom housing were forwarded to the product performance engineering (ppe) lab for further analysis. Upon further analysis, the reported damage was confirmed, and no further troubleshooting was performed. Additional information provided on 15jan2021 stated the cause of the reported damage to the port washer is unknown. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the heartmate power module (serial #: (B)(6)) was found to pass all manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) section 11.0 ¿routine maintenance¿ instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate power module instructions for use (IFU) section 9 ¿inspection, cleaning & maintenance¿ instructs users to regularly inspect the power module and states not to attempt to clean or repair the equipment on your own. Heartmate ii patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii left ventricular assist device equipment, including the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the power module port washer was cracked and had fallen out. The unit was sent in for repair. There was no patient involvement.